Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. The manufacturer internal reference number is: (B)(4).

Event description:
With available information, the file was reviewed and reassessed and it has been determined that there was no reported defect or fault with a company product.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during surgery, they had noticed something broken. There was patient contact. Additional information has been requested and received that the capsule of the eye broke during a retinal surgery so the lens was no longer needed, doctor took out the lens that was implanted in the eye.